Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of capture was noted on the device resulting in the patient experiencing an unspecified injury. It is unknown if the physician considers the injury to be clinically significant. The physician suspected the loss of capture was due to premature battery depletion on the device. Abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery and inability to pace were confirmed. The device was received with normal telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.